Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (bg) level was 544 mg/dl. The customer went to the emergency room on (B)(6) 2026, where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day.